Event description:
The customer reported that the insulin pump alarmed battery out limit during battery changed. Troubleshooting was done. Customer's blood glucose was 175 mg/dl. It was found in the alarm history that the customer has not received multiple battery out limit alarms. The customer was advised to monitor the insulin pump and to be careful with the time when that battery was out of the insulin pump. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.